Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A doctor reported that during an intraocular lens (iol) implant procedure, a haptic was torn as the lens was inserted into the patient's eye. The wound was enlarged and the lens was removed and replaced with another lens. The patient experienced corneal edema due to the enlarged incision and lens removal. The edema resolved. Additional information was requested.